Event description:
Patient was admitted with mitral valve disease for coronary artery bypass graft and mitral valve replacement. A post-op 2-d transesophageal echocardiogram was performed in surgery. During the procedure, the tee probe lost full movement function. The probe would not rotate to scan different planes. The cardiologist was able to obtain limited views. The patient was not harmed by the equipment malfunction. The tee intraoperative was performed to assess the prosthetic mitral valve function. The prosthetic mitral valve is well-seated. The patient had a permanent pacemaker placed approximately 6 days later and remains hospitalized for recovery. There have been no complications. Biotech did non-destructive testing on the ultrasound unit, which is functioning normally and was returned to service. The tee probe remains in sequester at the hospital. The probe shows no visible damage.======================manufacturer response for transesophageal echocardiogram probe, philips transesophageal probe (per site reporter).======================manufacturer will do non-destructive testing to evaluate the tee probe as soon as a memo of understanding is signed.